Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the patient¿s submitted log file confirmed an elevation in pump power; however, a direct cause for the reported event could not be conclusively determined through this evaluation. The submitted log file contained data from 17sep2022 to 13oct2022. The pump operated above the low speed limit for the duration of the log file. The log file recorded a power elevation on 13oct2022. The power elevation was associated with a pi event. The log file appeared to show the system operating as intended. Review of the device history records showed no deviations from manufacturing or qa (quality assurance) specifications. The heartmate ii (hmii) left ventricular assist system (lvas) instructions for use (IFU) is currently available. The hmii lvas IFU contains information regarding pump speed, power, flow, and pi. The IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The IFU states that if the system detects a pi event, the pump speed will automatically reduce to the low speed limit and slowly ramp back up. Pi events are assumed by the system during cases where there is a sudden and substantial change in pi. Some reasons for sudden pi changes include sudden changes in the patient's volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. Section 1 "introduction" of the IFU provides an explanation of all pump parameters, including pump flow. Section 4 provides more information regarding all pump parameters and also describes situations which may result in a low flow hazard alarm. Section 6 "patient care and management" explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, explains that pump flow is estimated from pump power, and addresses assessing pump flow. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Related MFR for known driveline fracture#: 2916596-2022-10845. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient with a known driveline fracture was noted to have elevated powers/ flows that were sometimes associated with pulsatility index (pi) events, sometimes not. The log file captured the power and flow starting to rise on (B)(6) 2022. Otherwise, the log did not capture any adverse alarm conditions. Additional information was received that after the patient's driveline repair on (B)(6) 2022, the fracture was determined to be internal. The patient was asymptomatic throughout the event and no treatment was performed. The patient was to remain on anticoagulation. The elevated pump power resolved on its own 12 hours after it started.